Event description:
The following was relayed to the sales rep by (B)(6) via email (apparently the info came from (B)(6)) regarding the use of a fusion bioline graft in a surgical case. No other info was provided. Far too stiff for suturing to delicate artery, and did ooze/bleed. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).